Manufacturer narrative:
This event does not meet the requirements of mandatory report, as there are no adverse effects on patient. Following the indications provided in the "public health notification: unretrieved device fragments" issued on january 15, 2008, orthofix (B)(4) decides to report his kind of events, on a voluntary base. As shown by the x-rays recently made available, a clinical evaluation was performed; as a result of that, the patient involved in this case has a history of a proximal femoral diaphyseal fracture, which has resulted in thickening, shortening and deformity around the lesser trochanter. This bone would be very hard and difficult to penetrate. Moreover, the surgeon decided to use a 7 mm rigid reamer, which is dimensioned for tibia nail insertion. Based on the event description and the evidences deriving from the clinical evaluation, orthofix can conclude that the reamer broke because it was subject to unusual load that caused it to break. This could also be confirmed, based on the fact that, according to our records, since 2003, no other similar complaints (broken nail rigid reamers) have been reported. Orthofix continues monitoring the products on the market.

Event description:
During an intervention (femur right lengthening with an iskd nail), the tip of a rigid reamer broke off inside the patient femoral canal. The surgeon was unable to get it out, so in the end had to push it further inside to make space for the nail. The broken tip is positioned about 1 cm distal to the nail. Tip left inside patient. No adverse effects on patient. (B)(4).